Manufacturer narrative:
Follow-up #1: date of submission 26-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2018 with the following findings: the black box data did not reveal evidence of short battery life. On investigation, the pump powered on and emitted a call service alarm that could not be cleared from the pump. Due to this event, investigation of the short battery life issue could not be adequately completed. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.